Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. There was extreme tortuosity of the access vessel on the right femoral vein. A double curve watchman truseal access system (was) was used but kinked. The wiring of the left upper pulmonary vein was not successful, so the guidewire was kept in the left atrium. During the exchange of the kinked was a pericardial effusion was noted. It was noted that a watchman laa closure device was not used in the patient. A pericardiocentesis was performed, but did not resolve the effusion. The patient required thoracotomy surgery with perforation repair and ligation of the laa was performed. The surgery was successful.